Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to oversensing of the patient's supraventricular tachycardia (svt). It was noted that the atp terminated the rhythm. It was also noted that the patient's non-(B)(6) right atrial (ra) lead was broken several years ago and the sensing programmed off. The health care professional stated that the patient had no adverse effects and will be further monitored. Currently, this ICD remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).